Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both clips failed to deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both clips failed to deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to deploy properly. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also found that the yoke was stuck inside the bushing while the control wire was outside of the bushing. Microscope examination was performed on the bushing, and no other discernible failures were observed. Dimensional analysis was performed between the hooks of the bushing, and both sides a and side b were within specification. A dimensional examination was performed on the bushing inner diameter, and it was confirmed to be within specification. A dimensional examination was also performed on the yoke diameter, and it was within specification. Additionally, x-ray analysis was performed to further analyze the deployment issue, and no discernible defect could be seen. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to deploy properly. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also found that the yoke was inside beside the bushing. Microscope examination was performed on the bushing, and no other discernible failures were observed. Dimensional analysis was performed between the hooks of the bushing, and both sides a and side b were within specification. A dimensional examination was performed on the bushing inner diameter, and it was confirmed to be within specification. A dimensional examination was also performed on the yoke diameter, and it was within specification. Additionally, x-ray analysis was performed to further analyze the deployment issue, and no discernible defect could be seen. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, both clips failed to deploy properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.